Event description:
It was reported that when the device was used during a laparoscopic hernia repair procedure, the device did not staple. Opened another device to complete the case. There was no consequence to pt.